Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010, the patient was implanted with a bard/davol flat mesh and a bard/davol sepramesh as well as a non-bard/non-davol mesh product during a pelvic repair. The attorney's report alleges "pain and suffering", permanent injury, and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant report only. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00314 for info related to the bard/davol flat mesh also implanted on (B)(6) 2010.